Event description:
Pacing pads were connected to the pt from the defibrillator. The ECG leads from the pt were connected to a bedside monitor (m1046a s/n 3418a45938). An m1783a sync cable was connected from the ECG output of the monitor to the sync input of the defibrillator. Demand pacing was activated at 50 bpm. This arrangement of connections caused the defibrillator to miss the pt's qrs complexes (allegedly all of them) resulting in the pt allegedly being unnecessarily paced for several hrs. The customer alleges that this is potentially very dangerous because a pace pulse could land on the pt's t-wave, causing ventricular fibrillation. The customer further alleges that has not published warning against using a bedside monitor during pacing in this manner.